Event description:
A letter was received from the customer indicating they had been hospitalized with severe dka. As a result, they have to take additional medication and experienced fluctuating bgs thereafter. Additionaly, they stated their vision has been impaired and they began showing signs of neuropathy. The letter indicated that often when they changed the infusion set the cannula was bent.